Event description:
(B)(4). Had essure placed. Ever since placement would have very heavy period, extreme bleeding, severe pain when moving. Almost felt like something was stabbing me. I gained a ton of weight as well.